Event description:
A pt reported unconsciousness while using a one touch meter. In 2001, pt had reportedly taken the pt's last set amount on insulin at 6:00pm. Pt's blood glucose was 170mg/dl on ot meter at 9:00pm. Because of the meter result pt refrained from eating a snack the pt usually eats before bedtime. Pt later passed out until 5:00am the next day. Pt drank orange juice when pt woke up. Pt did not seek any medical advice or help. No further info has been reported.